Event description:
The manufacturer received information from a third party service center, alleging an issue with the device's internal battery. The device was not in patient use. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.